Event description:
It was reported that a vns patient was admitted to the hospital as a result of a myocardial infarction. Later in the day the patient was experiencing sinus pauses at regular intervals. It was reported that the sinus pauses appeared to be related to vns stimulation. No additional relevant information has been received to-date.